Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. Investigation is not yet complete. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The difficulty removing the protective sheath was able to be confirmed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A review of the complaint handling database found no similar incidents from this lot. Abbott conducted root cause analysis and during further review of the complaint handling database and other sources of nonconformity data found the occurrence to be potentially related to a manufacturing issue. Continued assessment of this issue per site operating procedures is being performed, corrective and preventive actions will addressed per quality system protocol.

Event description:
It was reported that during unpacking of the 3.5 x 8mm nc trek rx balloon catheter (bdc), the protective sheath covering the balloon was difficult to remove. There was no additional damage to the device. There was no patient involvement. No additional information was provided.